Manufacturer narrative:
A nalu representative was present for the revision procedure and observed no obvious reason for the anchored tined lead to have migrated. There are no reports of any events leading up to the change in therapy and onset of discomfort. In addition to the migration, it appears that the original lead placement was inadequate to address the origination of the patient's pain.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain. On (B)(6) 2026 the patient presented at the medical clinic with complaints of pain in the right leg. Assessment by the physician determined that the lead had migrated and was placing pressure on the exiting nerve root, causing the pain symptoms. Additionally, the reported pain pattern that was intended to be treated with the nalu system was assessed and determined that the placement of the system was not appropriate for the pattern. On (B)(6) 2026 a surgical revision was performed to correct the lead placement. The patient had initially been implanted with the implantable pulse generator (ipg) placed in the lower back with the leads targeting the l3 area of the medial branch nerve. Tined leads were used and the leads were also sutured in place. The revising physician was able to fully remove the migrated lead as well as the second lead and ipg. The system was replaced with bilateral superior cluneal placement with the ipg remaining in the flank area but slightly more lateral on the left side.